Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd+6mm nk no skrt, pn 11-173664 ln unknown. Associated: taperloc bm/pc 10.0 x 140mm t1, pn 103204bm, ln unknown . Reporting source: (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00446.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. It was also reported that the patient suffered metallosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001825034-2019-00003. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2019-00003.

Event description:
No further event information available at the time of this report.